Event description:
It was reported that the user experienced an initial high blood glucose followed by a low blood glucose event after making extra meal announcements to correct the high. The user also reported attaching the connector to the cartridge before inserting it and was educated on proper supply change steps and on not using meal announcements as a correction. Symptoms included hot flashes during the high and anxiety and distress during the low. Outcomes included minor injury and self-management of the low with oral intake (sandwich and chips), with the lowest glucose of 55 mg/dl. Investigation included product-use troubleshooting and user education. Investigation of this case revealed user-related use error related to supply change technique and inappropriate use of meal announcements for correction. It was concluded that device malfunction was not confirmed and that the event was attributable to user handling and use error.